Manufacturer narrative:
The customer returned the suspected contour next link meters and contour next test strips from lot # 8mpef07a. The customer also returned the contour next test strips from a different lot (8dpeg08d). An in-house testing was performed using returned meter with returned test strips, which gave satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that she obtained blood glucose readings of 154 mg/dl and 71 mg/dl within 10 minutes on two separate contour next link meters. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.